Manufacturer narrative:
E.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/03/2024.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported event of rupture was received on may 08, 2024, with lot number 2914664. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: ¿ stress marks observed on the device.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.